Event description:
Pt had allergy like symptoms and pain since the essure procedure. She did not have an allergy test, however, her physician decided to remove the devices per request of the pt and perform a bilateral salpingectomy on (B)(6) 2011. No confirmation has been made whether the pt's symptoms have resolved since the removal of the devices.

Manufacturer narrative:
This event occurred in (B)(6) and several attempts have been made to contact the physician but no response has been received, so we have been unable to confirm resolution of the pt's symptoms. A decision has been made to conservatively file this report.

Manufacturer narrative:
(B)(4).